Manufacturer narrative:
Analysis and results: there are previous complaints of this code-batch, regarding the same issue and closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received three open, unused samples with the needle detached from the thread and the thread still wound on the pack. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle attachment strength results before releasing the product were (B)(4) in average and (B)(4) in minimum and fulfilled the requirements of the (B)(4). Taking into account the defective samples received and that there are previous confirmed complaints, we consider this case as confirmed as well. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the (B)(4)/b. Braun surgical specifications, we conclude that the complaint is confirmed. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that after opening the package it was found that some of the needles were not attached to the thread. No further information has been received.